Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular lead exhibited low pacing impedance. The patient was brought into the clinic for further testing. Device interrogation showed normal impedance numbers. No changes were made. The patient was in stable condition.